Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
Two lesions in the proximal and mid right coronary artery (rca) were treated with a csi diamondback coronary orbital atherectomy device (oad). Oad was advanced through the proximal lesion using the glideassist function and the lesion in the mid rca was treated with the device. The oad was noted to be occluding the rca and treatment was shifted to the proximal lesion, which was highly tortuous. Two passes of the device on low speed were performed and imaging revealed flow throughout the vessel. The oad was removed and the pressure of the patient remained stable. Imaging was performed and a perforation was noted in the proximal rca in the area of tortuosity. The perforation was contained with a covered stent and the patient was in stable condition in the intensive care unit following the procedure.